Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. Customer¿s blood glucose level ranged from 211-225 mg/dl. Customer declined to provide a backup insulin therapy method.

Manufacturer narrative:
Correction (date returned to manufacturer) d9. 2/18/2022. Correction (date returned to manufacturer) d9. 2/18/2022.